Event description:
Ous MDR - after an implantation time of 3 months, a high shock impedance of ">150 ohm" was reported. No deterioration in the patient's state of health was reported. The device was explanted.